Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Brand name - unknown. Product identification & expiration date - unknown. PMA/510(k) number -- unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a left total hip arthroplasty on an unknown date in 1991. Subsequently, the patient will need to be revised due to a poly liner wear. No revision has been reported to date. The invoice record could not be reviewed with the limited information provided.